Manufacturer narrative:
Date of report: 12oct2018. Initial reporter: added reporter phone number. Date of manufacturer:10oct2018. Corrected usage of device. Received information that the ventilator was new and installed at the customer site. The battery was charged uninterrupted for 12 hours. When the alternating current (ac) motor was disconnected, the ventilator shutdown immediately even though the battery displayed 100% charge the field service engineer (fse) replaced the battery to address the issue.

Manufacturer narrative:
Event date: (B)(6) 2018; date of report: 09oct2018. (B)(4). Correct phone number not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator had a faulty battery. The customer reported the device was not in use on patient at the time of the event occurred. The event date was not specified; estimate used.